Manufacturer narrative:
Visual inspection of the returned product found the lens returned dry in a small vial. There was no visible damage to the lens. There was evidence of clear and sticky residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -17.0 diopter, in the patient's right eye (od) on (B)(6) 2013. On (B)(6) 2016 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Additional information: on (B)(6) 2016, the patient experienced lens opacity (asco). (B)(4).